Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in flow sensor deviated from the standard. The device's machine flow sensor was replaced to address the issue. The device was cleaned and tested and passed all final testing.